Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that post procedure with the subject flow diverter, subject presented to ed with persistent headache x3 days. 9/10 in intensity, throbbing in quality in the left frontal region. Severe headache nihss=5. The event was resolved when metoclopramide hcl 5mg oral was administered on (B)(6) 2021. No surgical delay was noted, and no device deficiencies noted during the procedure. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that post procedure in a left internal carotid artery-communicating (c7 segment) aneurysm with the subject flow diverter, the patient presented to the emergency department with a persistent headache that lasted 3 days. It was 9/10 in intensity, throbbing in quality and in the left frontal region. Patient was admitted to hospital and started on medication. Imaging done showed no evidence of acute intracranial abnormality. The headache resolved 5 days later and has a possible relation to the subject flow diverter and other stryker devices used (long sheath catheter, guide catheter and microcatheter).

Manufacturer narrative:
This is 1 of 4 reports. Device is implanted in patient.

Event description:
It was reported that post procedure in a left internal carotid artery-communicating (c7 segment) aneurysm with the subject flow diverter, the patient presented to the emergency department with a persistent headache that lasted 3 days. It was 9/10 in intensity, throbbing in quality and in the left frontal region. Patient was admitted to hospital and started on medication. Imaging done showed no evidence of acute intracranial abnormality. The headache resolved 5 days later and has a possible relation to the subject flow diverter and other stryker devices used (long sheath catheter, guide catheter and microcatheter).